Event description:
It was reported that a patient presented with loss of capture and high pacing impedance on the right ventricular lead. The lead was explanted and replaced on (B)(6), 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a partial lead was returned in five pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead did not find any anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath only located proximal to the suture tie impression with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.